Event description:
Report from (B)(6) via medical director of a pt with biliary complication following treatment of colorectal metastases to the liver with debiri (dc bead loaded with 100mg irinotecan). The right lobe only was treated and the cystic artery initiating from segmental artery of segment v was unprotected during the procedure. A few hours post procedure the pt developed abdominal pain which did not resolve under standard pain medication. Ultrasound showed mild cholecystitis. Cholecystectomy was carried out 8 days post procedure due to ongoing pain. Pathology analysis found heads in the gallbladder wall. Pt was discharged from hospital 8 days after the procedure with complete resolution of symptoms.

Manufacturer narrative:
Company comment: dc bead loaded with irinotecan was used in the treatment of this pt. The equivalent product lc bead is available in the USA, however, it is not indicated for use with drug. Company medical review determined that the pt developed ischemic cholecystitis in the context of non-target embolization syndrome cannot be excluded as a cause of the pain experienced by the pt. Cholecystitis is a known complication of the chemoembolization procedure. This event was initially assessed as not reportable, however, further medical review on the (B)(6) 2013 reassessed this as a reportable event and this is the purpose of this report. Investigation into this complaint is ongoing.